Event description:
During eye surgery, the microscope became stuck in the 'float' mode. They decided to reboot the scope. During rebooting, the head was very out of balance and dropped toward the patient. Quick reflexes of surgical fellow saved patient from harm by catching scope before it reached patient. Later evaluation of the scope was unable to reproduce the problem.======================manufacturer response for surgical microscope, zeiss (per site reporter).======================manufacturer provided staff training on proper balancing and rebooting procedures.